Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex set, a clot was observed in the deaeration chamber. Treatment was discontinued with blood restitution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.